Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain since insertion (she felt like something was tearing her flesh some months after insertion) / intense pain for days / chronic pelvic pain'), device dislocation ('left essure coil was out of its place') and transient ischaemic attack ('ischemic stroke / possible transient ischemic accident') in a 34-year-old female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" in (B)(6) 2015. The patient's medical history included multigravida (3 previous pregnancies), parity 3 ((B)(6) 2005, (B)(6) 2010, and (B)(6) 2013), multiple cesarean sections (three), postpartum state (essure inserted 6 months after third delivery) and obesity. Menstrual pattern before essure insertion: 3 days of menstruation. On (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2015, the patient experienced transient ischaemic attack (seriousness criterion hospitalization) with paraesthesia and paralysis, 10 months 16 days after insertion of essure. In (B)(6) 2015, the patient was found to have a pregnancy with contraceptive device ("pregnancy under essure use (one and a half year after insertion)"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), menorrhagia ("menstrual bleeding alteration (menstruation lasting 20 days) / menstruation lasting 40 days"), fluid retention ("retention of liquid"), headache ("constant headache"), vaginal discharge ("green discharge with bad smell"), multiple allergies ("allergies"), onychoclasis ("fragile nails") and alopecia ("frequent hair loss") and was found to have weight increased ("gained 20kg"). The patient was hospitalized from (B)(6) 2015 to (B)(6) 2015. The patient was treated with surgery (videolaparoscopic hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2017. On (B)(6) 2016, the pregnancy with contraceptive device had resolved. At the time of the report, the pelvic pain, transient ischaemic attack, menorrhagia, fluid retention, weight increased, headache, vaginal discharge, multiple allergies, onychoclasis and alopecia outcome was unknown and the device dislocation had not resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a child with health problems. The caesarean delivery occurred on (B)(6) 2016. The reporter considered alopecia, device dislocation, fluid retention, headache, menorrhagia, multiple allergies, onychoclasis, pelvic pain, pregnancy with contraceptive device, transient ischaemic attack, vaginal discharge and weight increased to be related to essure. The reporter commented: consumer had essure inserted 6 months after 3rd pregnancy delivery. One and a half year later, she experienced symptoms of pregnancy (unspecified). Pregnancy was confirmed through drugstore tests and echography. On report date, female baby was 6 months old. A few months after insertion, she experienced a pain specified as "like tearing her flesh" and had been experiencing pain since essure insertion. At the time of follow-up information, the right essure was still positioned in her tube. The reporter also commented that, on (B)(6) 2016 (delivery date of her 4th daughter), a tubal ligation (pomeroy technique) was performed during the cesarean section. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.6 kg/sqm. Computerised tomogram head - on (B)(6) 2015: no bleeding or signs of acute ischemia. Pregnancy test - on an unknown date: positive (two drugstore tests). Ultrasound scan - on an unknown date: gestational age: 4 weeks. Ultrasound scan vagina - on (B)(6) 2017: incorrect position of essure devices. X-ray - in (B)(6) 2014: left essure coil out of its place. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the other or consumer is not possible. Most recent follow-up information incorporated above includes: on 17-jul-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain since insertion (she felt like something was tearing her flesh some months after insertion) / intense pain for days / chronic pelvic pain'), device dislocation ('left essure coil was out of its place') and transient ischaemic attack ('ischemic stroke / possible transient ischemic accident') in a 34-year-old female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" in (B)(6) 2015. The patient's medical history included multigravida (3 previous pregnancies), parity 3 ((B)(6) 2005, (B)(6) 2010, and (B)(6) 2013), multiple cesarean sections (three), postpartum state (essure inserted 6 months after third delivery) and obesity. Menstrual pattern before essure insertion: 3 days of menstruation. On (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2015, the patient experienced transient ischaemic attack (seriousness criterion hospitalization) with paraesthesia and paralysis, 10 months 16 days after insertion of essure. In (B)(6) 2015, the patient was found to have a pregnancy with contraceptive device ("pregnancy under essure use (one and a half year after insertion)"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), heavy menstrual bleeding ("menstrual bleeding alteration (menstruation lasting 20 days) / menstruation lasting 40 days"), fluid retention ("retention of liquid"), headache ("constant headache"), vaginal discharge ("green discharge with bad smell"), multiple allergies ("allergies"), onychoclasis ("fragile nails") and alopecia ("frequent hair loss") and was found to have weight increased ("gained 20kg"). The patient was hospitalized from (B)(6)2015 to (B)(6) 2015. The patient was treated with surgery (videolaparoscopic hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2017. On (B)(6) 2016, the pregnancy with contraceptive device had resolved. At the time of the report, the pelvic pain, transient ischaemic attack, heavy menstrual bleeding, fluid retention, weight increased, headache, vaginal discharge, multiple allergies, onychoclasis and alopecia outcome was unknown and the device dislocation had not resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a child with health problems. The caesarean delivery occurred on (B)(6) 2016. The reporter considered alopecia, device dislocation, fluid retention, headache, heavy menstrual bleeding, multiple allergies, onychoclasis, pelvic pain, pregnancy with contraceptive device, transient ischaemic attack, vaginal discharge and weight increased to be related to essure. The reporter commented: consumer had essure inserted 6 months after 3rd pregnancy delivery. One and a half year later, she experienced symptoms of pregnancy (unspecified). Pregnancy was confirmed through drugstore tests and echography. On report date, female baby was 6 months old. A few months after insertion, she experienced a pain specified as "like tearing her flesh" and had been experiencing pain since essure insertion. At the time of follow-up information, the right essure was still positioned in her tube. The reporter also commented that, on (B)(6) 2016 (delivery date of her 4th daughter), a tubal ligation (pomeroy technique) was performed during the cesarean section. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.6 kg/sqm. Computerised tomogram head - on (B)(6) 2015: no bleeding or signs of acute ischemia. Pregnancy test - on an unknown date: positive (two drugstore tests). Ultrasound scan - on an unknown date: gestationa age: 4 weeks. Ultrasound scan vagina - on (B)(6) 2017: incorrect position of essure devices. X-ray - in august 2014: left essure coil out of its place. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the other or consumer is not possible. Most recent follow-up information incorporated above includes: on 23-jul-2021: no new clinical information received, update to imdrf/FDA codes only. Reporter's information was updated and new reporters (lawyer) were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain since insertion (she felt like something was tearing her flesh some months after insertion) / intense pain for days / chronic pelvic pain'), device dislocation ('left essure coil was out of its place') and transient ischaemic attack ('ischemic stroke / possible transient ischemic accident') in a (B)(6)-year-old female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" in (B)(6) 2015. The patient's medical history included multigravida (3 previous pregnancies), parity 3 ((B)(6)), multiple cesarean sections (three), postpartum state (essure inserted 6 months after third delivery) and obesity. Menstrual pattern before essure insertion: 3 days of menstruation. On (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2015, the patient experienced transient ischaemic attack (seriousness criterion hospitalization) with paraesthesia and paralysis, 10 months 16 days after insertion of essure. In (B)(6) 2015, the patient was found to have a pregnancy with contraceptive device ("pregnancy under essure use (one and a half year after insertion)"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), menorrhagia ("menstrual bleeding alteration (menstruation lasting 20 days) / menstruation lasting 40 days"), fluid retention ("retention of liquid"), headache ("constant headache"), vaginal discharge ("green discharge with bad smell"), multiple allergies ("allergies"), onychoclasis ("fragile nails") and alopecia ("frequent hair loss") and was found to have weight increased ("gained 20kg"). The patient was hospitalized from (B)(6)2015. The patient was treated with surgery (videolaparoscopic hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6)-2017. On (B)(6)-2016, the pregnancy with contraceptive device had resolved. At the time of the report, the pelvic pain, menorrhagia, fluid retention, weight increased, headache, transient ischaemic attack, vaginal discharge, multiple allergies, onychoclasis and alopecia outcome was unknown and the device dislocation had not resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a child with health problems. The caesarean delivery occurred on (B)(6). The reporter considered alopecia, device dislocation, fluid retention, headache, menorrhagia, multiple allergies, onychoclasis, pelvic pain, pregnancy with contraceptive device, transient ischaemic attack, vaginal discharge and weight increased to be related to essure. The reporter commented: consumer had essure inserted 6 months after 3rd pregnancy delivery. One and a half year later, she experienced symptoms of pregnancy (unspecified). Pregnancy was confirmed through drugstore tests and echography. On report date, female baby was (B)(6) old. A few months after insertion, she experienced a pain specified as "like tearing her flesh" and had been experiencing pain since essure insertion. At the time of follow-up information, the right essure was still positioned in her tube. The reporter also commented that, on (B)(6) (delivery date of her 4th daughter), a tubal ligation (pomeroy technique) was performed during the cesarean section. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.6 kg/sqm. Computerised tomogram head - on (B)(6) 2015: no bleeding or signs of acute ischemia. Pregnancy test - on an unknown date: positive (two drugstore tests). Ultrasound scan - on an unknown date: gestation age: 4 weeks. Ultrasound scan vagina - on (B)(6) 2017: incorrect position of essure devices. X-ray - in (B)(6) 2014: left essure coil out of its place. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Lack of efficacy can occur with the use of any product and is not necessary indicative of a quality defect. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events or the lack of efficacy event cannot be totally excluded. Further company follow-up with the other or consumer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2020: legal complaint received - reporter¿s information was updated, and new reporters were added. Patient¿s information added and initials updated, delivery date, type and pregnancy outcome updated. Lab data information provided, and essure insertion and removal dates were added. Furthermore, the events fluid retention, weight gain, headache, transient ischaemic attack, vaginal discharge, allergies, fragile nails and hair loss were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.